Manufacturer narrative:
(B)(4). Additional information: lot kk8dhpp0 was reworked. Reworked peelable foils have another lot number at digit 8 than those that were used on top of the folder. In this device it is lot kk8dhpp1. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Can you please provide photos of the packaging that were missing the lot number? Can you clarify the quantity that displayed the reported issue?

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the suture was used. Prior to the procedure, the discrepancy of the lot number was detected. The lot mentioned on the individual sterility protector was different than on the protective packaging of the suture. There were no patient consequences reported. Additional information has been requested.